Event description:
The attorney alleged on (B)(6) 2010, during work hours at a dialysis clinic, the clinic worker/plaintiff was attempting to plkace granuflo into the mixer and a portion blew into the air and went into her nostrils and eyes. The attorney alleges serious, permanent injuries, disability, medical treatment and discomfort as a result.